Event description:
On 01/05/1999, the facility's supply coordinator informed the MFR's sales rep of the following: the device was explanted due to it not functioning (specific details not provided). The facility is returning the device to the MFR for analysis. No further details were provided at this time.